Event description:
Consumer reports getting higher readings on paradigm link monitor than other moniter (competitive). Analysis run on clark error grid using competitive readings (135) vs bd readings (350) yielded data point in the "c" range of the grid - outside acceptable range.